Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. There was no patient impact.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the site was unable to open the gantry using the pendant at the end of surgery. Site was able to complete the manual door opening procedure. No further information received.

Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and found the dingus was off a tooth when in gauging the gear. Reset the dingus in the proper gear tooth. Performed multiple door open closes. Performed system checkout. Unit was operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Imaging system being used during a cervical spine procedure. This issue occurred intra operatively and caused less than 1 hour surgical delay.

Manufacturer narrative:
B5 updated h2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000626, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.